Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You have selected "yes" as the answer to the question "is it an adverse event?" On the complaint form. Can you please clarify with further detail on how the event was an adverse event? What was the product code of the stapler that was being used with the ecr60d cartridge?

Event description:
It was reported that during a laparoscopic subtotal gastrectomy procedure, the recharge does not make the total stapling, causing significant bleeding. It is reinforced by manual suturing during surgery, a process that is very common in some surgical techniques to reinforce the staple line. There were no adverse consequences for the patient.